Manufacturer narrative:
Initial.

Event description:
It was reported that the user contacted support requesting diabetes education and described recurrent episodes of hypoglycemia, stating glucose values as low as 40 mg/dl, with uncertain timing and cause, while using the ilet bionic pancreas. Symptoms included confusion/disorientation associated with hypoglycemia reported. Outcomes included the need for user education without medical intervention, hospitalization, or emergency treatment. Investigation included case triage and user counseling on hypoglycemia management. Investigation of this case revealed that the user had been overtreating hypoglycemia and was advised on the 15 grams for 15 minutes rule and the use of oral glucose such as juice or glucose tablets, with no device alarms or malfunctions reported. It was concluded, based on previously established findings for similar reports, that the cause was user technique related to overtreatment of hypoglycemia.